Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients left eye (os) in 2013. At post-op visit on (B)(6) 2023, patient presented with myopia and astigmatism. The lens had a refractive error and the patient opted for contact lenses. The lens remained implanted.